Event description:
As reported: "patient following with podiatry for retained and painful hardware. Failed conservative measures. During surgery for removal, screw noted to be broken proximally. Decision made to remove only the proximal portion of the screw and leave the distal aspect intact."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.